Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, "I had back surgery ... After some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries." Additional information from medical records: (B)(6) 2007 - pt. Presented for surgery status post posterior spinal fusion instrumentation, designated l5-s1, sacralization l5 vertebral body, and continued left l5 radiculopathy. Pt. Underwent a procedure for hardware removal l5-s1, exploration of fusion l5-s1, posterior spinal fusion l5-s1, redo decompressive hemilaminectomy, foraminotomy, medial facetectomy left l5-s1, placement of local bone and bmp sponges for posterolateral fusion. ¿the patient has been having increasing bouts of back pain. He has been complaining of some continued left l5 radiculopathy and it was felt the patient had some painful hardware. His CT scan showed the patient did have solid bone formation, appeared to have a solid fusion but had some entrapment of the left l5 nerve root due to excess bone formation. The patient has failed conservative therapy over the last year including medications and more epidural injections and pain management options. It was felt the patient would benefit from hardware removal and exploration of fusion and possible redo decompression.¿ on (B)(6)2007 ¿ ¿the ap and lateral x-rays of the lumbar spine show the patient does not have any further changes in his l5-s1 junction. The interbody fusion cages are in good position. There is bone in posterolateral gutters, which appears to be healing in nicely.¿ on (B)(6) 2008 ¿ pt. Presented to surgery with spinal stenosis, specifically on the left side at the l5 root and s1 root. Procedure was for re-exploration, decompression, facetectomy, and decompression of foramens for the left l5 and s1 roots. ¿the patient had previously had several back operations including a fusion and removal of instrumentation with persistent l5 and s1 radiculopathy. Preoperative MRI, as well as CT myelogram, showed spicules of bone growing from the fusion site, encroaching on both the l5 and s1 root on the left.¿ pt. Radicular symptoms ¿mostly resolved¿ but pt. Continues to have persistent low back and left hip pain. On (B)(6) 2009 ¿ pt. Underwent procedure for fluoroscopically-guided percutaneous placement of dual leads for a trial with spinal cord stimulation. (Left side). On (B)(6) 2011 ¿ pt. Underwent procedure for fluoroscopically-guided percutaneous placement of dual leads for a trial with spinal cord stimulation. (Right side) on (B)(6) 2012 ¿ MRI shows moderate central narrowing at the l4-5 level which does represent an interval change from previous study of (B)(4) 2009. The extensive postoperative changes at the lower lumbar levels do not appear to have changed dramatically although question slight further degenerative fragmentation at the level of the left l4-5 s1 joint is noted.¿ on (B)(6) 2012 ¿ pt. Presented for surgery with lumbar spondylosis with stenosis at l4-l5 and left foraminal stenosis. Procedure was for l4 laminectomy for decompression of l4-l5 disk space and left-sided l5 laminotomy, decompression of left l5 and s1 nerve root. ¿the patient developed transitional changes at l4-l5 along with recurrent left s1 nerve root compression from ectopic bone likely from previous fusion mass.¿